Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that there was no damage noted to the device box and pouch of the 2.75x12 mm nc trek. The nc trek was removed from the hoop without issue when it was observed that the catheter was separated in two pieces near the hub. There was no patient involvement. No additional information was provided.